Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad. Device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 257 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were unsure if they were pressed a button down for 3 minutes or longer. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.